Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6) 2011. According to the complainant, the snare loop only extended halfway. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: flare detached.

Manufacturer narrative:
(B)(4): flare detached. Visual evaluation of the returned device revealed that the flare was detached, and the key tube was found outside of the dongle assembly. The condition of the returned device rendered functional testing impossible. The complaint that the snare would not completely extend was confirmed; the detached flare prevented device actuation. A definitive root cause could not be identified with the information available. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.